Event description:
It was reported that the customer had a sensor error and calibration error on insulin pump. The customer's blood glucose level was 214 mg/dl. The troubleshooting was performed. The customer sensor and calibration error was resolved through change of new sensor. The customer was advised that the sensor will be replaced. No further information was reported.

Manufacturer narrative:
Inspected 1 opened/used sensor and perform visual inspection and found insertion needle bent inside sensor base. Unable to confirm customer received sensor in that condition due to returning it opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.